Event description:
It was reported that during an unknown procedure, the hand access device burst. It is unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.